Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, sion; guide cath: sheathless sc 3.5. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There was a tear in the guide wire exit notch, for a length of 4 mm. The material at the tear was jagged. The shaft was not stretched as reported; however, it is likely that the noted torn shaft is what was likely perceived by the account as the shaft stretched. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. There were multiple kinks through out the entire length of the hypotube. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the reported difficulty advancing and retracting the sds. It was reported the sds was re-inserted into the patient anatomy after the first failed attempt to cross. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. It is likely that during the re-insertion and manipulation attempts of the sds, the guide wire and the sds were manipulated such that the shaft tore. A review of the device lot history record revealed no nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or stretched shaft for this lot. There is no lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 90% stenosed, concentric, de novo lesion of the proximal circumflex artery, after predilatation with a trek balloon catheter, the xience v stent delivery system (sds) was advanced but could not cross the lesion. Additional predilatation with the trek balloon catheter and a double guide wire technique was performed but the xience v sds could not cross the lesion. It was noted that during removal resistance was met with vessel and although the sds was removed separately from the guide wire, the sds shaft became stretched and could no longer be used. A non-abbott stent was deployed to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.